Manufacturer narrative:
The allegation of the casters being bent could not be confirmed. It was unclear exactly which part of the caster assembly was bent. Multiple attempts were made to obtain additional information, without success. Based on the likely possibility of the caster bolt being bent we are filing this medwatch in an abundance of caution. Invacare recommends to inspect hardware and fasteners prior to each use, but, at minimum, hardware and fasteners must be inspected prior to first use and once a month thereafter, per the maintenance safety inspection checklist within the portable patient lift and sling owner's manual (part 1024492 rev g). Lifts found to require maintenance must be immediately removed from service until repaired by a qualified technician. Proper routine inspection and maintenance practices mitigate the risk associated with caster failures. (B)(4).

Event description:
Invacare received an email from the dealer stating that the casters are bent on the lift.